Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (user related) and product code jwh.

Event description:
User related. According to the surgeon, he had to drill a hole in a duracon plastic insert, to get it to fit into a pca modular "mushroom" tibia baseplate. The surgeon is convinced that the result of the operation, was very well.